Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the tlc75 instrument staples fell out as the surgeon tried to clamp on to the tissue. The staples fell into the pt and were retrieved. Another instrument was used to complete the case. The device was discarded.